Event description:
Pt had electric shock therapy treatments in 1971 and has suffered memory loss, increased mental noise, docility, a changed personality, and a feeling described as "zombied" as a result of the treatment.